Manufacturer narrative:
Submit date:11/20/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to coviden on 10/29/2014 that a customer had an issue with a dialysis catheter. The customer states that they contacted baxter's technical service center regarding a home patient (hp) catheter leaking above the transfer set, which occurred on the homechoice (hc) during use during dwell. The hp called in stating that their catheter was leaking from above the transfer set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2014, baxter received a phone call from the hp's pdrn. The pdrn stated that the leak came from the actual catheter, not the transfer set. The pdrn stated that the hp saw a surgeon who took off their transfer set, cut off the portion of the catheter that leaked, and placed the transfer set back on the end of the catheter. The rn indicated that the hp received 1 gram of vancomycin due to this procedure.